Event description:
It was reported that the pt was "having a heart attack" and was headed for open heart surgery. The intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the right femoral artery. While under fluoroscopy, the iab was inserted into the sheath. The md found that the distal tip was at the 7 - 8 intercostal space when the iab "stops" at the sideport tubing. As a result, the md removed the sheath and iab as one unit. The md made a request for another iab. Reference MDR #1219856-2009-00289 for the second event and MDR #1219856-2009-00290 for the third event involving same pt.

Manufacturer narrative:
Sample will not be returned for eval.